Manufacturer narrative:
Unit received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had blank display and failed battery. The customer¿s blood glucose level was 129 mg/dl. The customer stated that they got the battery test failed and battery out limit. The customer was advised if not aligned or tightened the pump may alarm failed battery test. Customer received failed battery test. The customer was advised to monitor pump. The customer was advised but used a different ts which lead up to sending a replacement pump. The insulin pump will be returned for analysis.